Manufacturer narrative:
(B)(4). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. It was determined that the device was running in the safety position (the device was power broken) (failed safety assessment). It was observed that the lock cylinder and the pawls release were damaged causing the device to run in the safety position. It was further determined that the device had discoloration due to decontamination. It was determined that the issue was consistent with locking the device while running. The assignable root cause was determined to be due to user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that the locking mechanism of the motor device was not functioning. During in-house engineering evaluation, it was determined that the device was running in the safety position (the device was power broken) (failed safety assessment). This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2019. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.